Event description:
The PICC line was discontinued as ordered. The actual length that was removed was 31 cm. The documented length on insertion was 40 cm. There was no evidence on x-ray that there was any foreign body/fragment left in the patient.there was no patient harm.